Event description:
It was reported that patient was in the or for a device implant. During the procedure, after the physician repositioned the lead several times, it was noted that the lead had lost its preformed j shape. The lead was removed and a new lead implanted. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.